Event description:
Info received indicates when the brake is engaged the caster continues to swivel.

Manufacturer narrative:
The tech found the casters were worn. He replaced both foot and the left head end brake casters to repair the stretcher.